Manufacturer narrative:
(B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an "an odor that smelled like paint chemicals" emitting from or around the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. An asp field service engineer was unable confirm the odor and found no problem with the sterrad unit. The sterrad was confirmed to be working within specifications. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the odor/smells issue was reviewed from february 2018 to august 2018 and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smells issue could not be determined as there was no problem found with the sterrad. The unit was found to be working within the test specifications. Asp will continue to track and trend this issue. Asp complaint ref #:(B)(4).